Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, resulting in fungal peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. On an unreported date, the patient was treated with cefazolin (125mg/l, route, frequency not reported) and ceftazidime (125mg/l, route, frequency not reported) for peritonitis. On an unreported date, the patient's symptoms worsened manifested as abdominal pain, milky effluent and fever. The patient was hospitalized three days after the initial onset of symptoms. On the same date as hospitalization, the pd catheter was removed and pd therapy was suspended. The patient was transferred to hemodialysis (hd) therapy. On an unreported date, the patient began treatment with fluconazole (200mg and frequency not reported) ip and antibiotic therapy was changed to vancomycin ((intravenously (IV), 1g/day). Six days after initial symptoms, the vancomycin treatment was stopped and treatment with ciprofloxacin (IV, 200mg 12/12h) was started. The break in aseptic technique was described as the patient's noncompliance with the recommendations provided. At the time of the report, the patient had not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.